Event description:
Alung technologies, inc. Received a report of a patient in renal failure during eua hemolung therapy. Hemolung therapy was not discontinued as a result of this event.

Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in palm beach gardens, florida. Medical intervention was necessary to avoid further patient injury. Through review of the expanded access form, the patient experienced renal failure. Therapy was not discontinued as a result of this issue. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. Therapy was provided as intended. It was noted that the renal failure could be due to covid complications. Examination of the controller data log shows that therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.